Event description:
It was reported that high, out of range, high voltage lead impedance and noise were observed on a lead. Patient was asymptomatic. Lead was explanted and replaced. Patient was fine after the procedure.

Manufacturer narrative:
(B)(4)